Event description:
I purchased a new waterpik appliance this year. I have had several in the past. I noticed this one was very light compared to the others. When in use, it slides across the counter and if not grabbed (while flossing) would land in the sink. It is plugged into the wall so I consider it a shock hazard. I contacted waterpik and they told me to put a rag under the appliance. Can you imagine that? Something should be done to make it more stable. I had to put a cork hot plate under it to keep it still. (B)(4).